Manufacturer narrative:
(B)(4). A visual inspection showed tissue in-between the jaws and the jaws were stuck shut. The knife was protruding from the jaws and the jaws had to be pried open. The knife webbing was bent. This failure mode has been duplicated in engineering evaluations by clamping on large, rigid tissue. The IFU for this device warns against overfilling the instrument jaws so as not to compromise the cutting function. The IFU states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. The IFU states to eliminate tension on the tissue while sealing and cutting to ensure proper function. Covidien (B)(4) implemented a jaw/blade design to increase the blade retention within the jaws of the handpiece. This makes the design more robust to variations in user technique.

Event description:
The customer reported that during a cystectomy, the device stopped working. This surgeon opened a new instrument in order to complete the procedure. There was no pt injury or tissue damage reported. No additional information was provided by the site contact. The device was returned for evaluation with the knife blade exposed.